Event description:
Pt reported experiencing extremely low blood glucose (27 mg/dl) that caused her to become unresponsive. Paramedics were contacted and pt was treated with IV glucose. Pt was taken to hosp for eval and released when blood glucose level was stable.